Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with inappropriate automatic mode switch episodes due to far r-wave over-sensing from the implantable cardioverter defibrillator. Possible programming changes were discussed with a healthcare provider and patient will continue to be monitored. No patient condition after the event was reported.